Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Customer reported blood glucose level was not impacted due to the charging issue. Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the customer experienced elevated blood glucose (bg) level of 300 (mg/dl). A correction bolus was delivered to address bg level. Contact stated that the customer's elevated bg level was due to hormones not the pump or pump supplies.